Manufacturer narrative:
Per good faith effort response, it was confirmed that the reported problem was not device related, and that the device had no fault. The air valve is aging, and the customer wanted to buy a spare air valve. The customer did not respond to the quote/declined quote, no further information was provided. This complaint record is being closed without further investigation because it was verified that the product associated with the complaint is not a philips product and not a product that philips is a distributor or importer of. This device is out of scope for complaint investigation as it does not constitute a philips device, nor is it used in, with, or as a philips finished product.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a leakage valve. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.